Event description:
A customer reported to beckman coulter, inc (bec) that the coulter act diff hematology analyzer generated lower than expected hemoglobin results on six (6) pediatric finger stick samples over the period of (B)(6) 2012. The results were too low to be credible or would not match the patients' clinical profile. Testing on venous samples from the patients produced results that correlated with the patients' clinical profile and were considered correct. Reviews of patient summary printouts submitted by the customer showed that white blood cells (wbc), red blood cells (rbc), platelets (plt) also recovered low on finger stick samples compared to venous samples. Finger stick patient sample results were considered erroneous and were not reported outside the laboratory. There was no death, injury, or change to patient treatment as a result of this incident. Controls were run before and after the incident and recovered within the established ranges. The instrument is currently performing within qc specifications. On (B)(4) 2012, the field service engineer (fse) found the collar from diluent syringe was loose, obstructing upward movement of syringes. The fse reseated it, making sure it was not obstructing the movement. The fse performed instrument verification procedures. The cause for the low cbc results may be associated with boot collar on diluent syringe. This report documents the event on (B)(6) 2012. The related events are documented in below listed reports: 1061932-2012-00982, 1061932-2012-00984, 1061932-2012-00985, 1061932-2012-00987.

Manufacturer narrative:
Results code: boot collar on diluent syringe.